Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure pieces that were breaking off inside of my body'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage/ stillbirth/miscarriage') in an adult female patient who had essure (batch no. 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included vaginal delivery (infant delivery date baby a: (B)(6)2005.), migraine and gerd. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2008 to(B)(6)2008. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced abdominal pain lower ("pain lower abdomen") and back pain ("lower back pain"). In (B)(6)2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"). In (B)(6)2009, the patient experienced dental caries ("my teeth was decaying"). In (B)(6)2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6)2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced urinary tract infection ("bladder or urinary problems or changes : urinary tract infection"), flank pain ("side pain") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal pain lower, back pain, dental caries, flank pain and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, bladder disorder, dental caries, device breakage, dysmenorrhoea, dyspareunia, flank pain, pregnancy with contraceptive device and urinary tract infection to be related to essure. The reporter commented: plaintiff received treatment for bladder problems. Discrepancy noted: essure insertion date: (B)(6)2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Successful. Fallopian tubes blocked. Findings indicate successful bilateral tubal occlusion.. Lot number: 620732 manufacture date: 2006-06 expiration date: 2008-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-feb-2020: quality safety evaluation of ptc. (Product technical complaint) a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure pieces that were breaking off inside of my body'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced urinary tract infection ("bladder or urinary problems or changes : urinary tract infection"). In (B)(6) 2008, the patient experienced abdominal pain lower ("pain lower abdomen") and back pain ("lower back pain"). In (B)(6) 2009, the patient experienced dental caries ("my teeth was decaying"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and flank pain ("side pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal pain lower, back pain, dental caries and flank pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, dental caries, device breakage, dysmenorrhoea, dyspareunia, flank pain, pregnancy with contraceptive device and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-aug-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure pieces that were breaking off inside of my body'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage/ stillbirth/miscarriage') in an adult female patient who had essure (batch no. 620732) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's medical history included vaginal delivery (infant delivery date baby a: 06jan2005.), migraine and gerd. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6)2008 to (B)(6)2008. On (B)(6)2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced abdominal pain lower ("pain lower abdomen") and back pain ("lower back pain"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced dental caries ("my teeth was decaying"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In september 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced urinary tract infection ("bladder or urinary problems or changes : urinary tract infection"), flank pain ("side pain") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal pain lower, back pain, dental caries, flank pain and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, bladder disorder, dental caries, device breakage, dysmenorrhoea, dyspareunia, flank pain, pregnancy with contraceptive device and urinary tract infection to be related to essure. The reporter commented: plaintiff received treatment for bladder problems. Discrepancy noted: essure insertion date: (B)(6)2007. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: total bilateral occlusion. Successful. Fallopian tubes blocked. Findings indicate successful bilateral tubal occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received- lot number was added. Model number was updated from ess205 to ess305. Implant date was updated. Concomitant drug, lab data and medical history were added. Patient's race was added. Reporter's information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure pieces that were breaking off inside of my body'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage/ stillbirth/miscarriage') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced urinary tract infection ("bladder or urinary problems or changes : urinary tract infection"). In (B)(6) 2008, the patient experienced abdominal pain lower ("pain lower abdomen") and back pain ("lower back pain"). In (B)(6) 2009, the patient experienced dental caries ("my teeth was decaying"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse)"), flank pain ("side pain") and bladder disorder ("bladder problems"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal pain lower, back pain, dental caries, flank pain and bladder disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, bladder disorder, dental caries, device breakage, dysmenorrhoea, dyspareunia, flank pain, pregnancy with contraceptive device and urinary tract infection to be related to essure (ess205). The reporter commented: plaintiff received treatment for bladder problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: plaintiff fact sheet received. Event bladder problems was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure pieces that were breaking off inside of my body'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. In 2007, the patient experienced urinary tract infection ("bladder or urinary problems or changes : urinary tract infection"). In (B)(6) 2008, the patient experienced abdominal pain lower ("pain lower abdomen") and back pain ("lower back pain"). In (B)(6) 2009, the patient experienced dental caries ("my teeth was decaying"). In (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and flank pain ("side pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal pain lower, back pain, dental caries and flank pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, dental caries, device breakage, dysmenorrhoea, dyspareunia, flank pain, pregnancy with contraceptive device and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr received : new events, "essure pieces that were breaking off inside of my body, pregnancy (stillbirth or miscarriage), miscarriage, device ineffective, bladder or urinary problems or changes: urinary tract infection, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain lower abdomen, lower back pain, my teeth was decaying, flank pain and plaintiff did not underwent essure confirmation test" were added. Onset dates of events were added. Patient's information was updated. New reporter contact information was added. Patient's demographics were added. Product information was updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.